Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the holder separated from the needle causing blood leakage, and no patient impact reported. Report 2 of 2.

Manufacturer narrative:
H.6 investigation summary material #: 368835 lot/batch #: 3296785. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub-holder separation was observed. The failure mode of leakage was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and upon completion the indicated failure modes for hub-holder separation and leakage were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd has initiated further root cause investigation relating to the issue of hub-holder separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the holder separated from the needle causing blood leakage, and no patient impact reported. Report 2 of 2.